Event description:
An endurant was implanted the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain and a type ib endoleak was seen on a CT scan. A secondary procedure was performed and a stent graft extension was implanted in the right iliac limb, resolving the event. The investigator assessed this to be related to the device but not the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).